Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. After the alarm occurred, the customer successfully resumed insulin deliveries. Blood glucose level was 230 mg/dl. The customer declined additional assistance to determine the type of alarm that was received.